Event description:
It was reported that the device's battery charge led is not steadily illuminated and the display image is reversed. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the user interface pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.